Event description:
The pt was admitted through the ER unresponsive. The pt was intubated and defibrillated. While in ER, the pt sustained a burn to the chest area as noted after defibrillation. The approx size was 2.5 cm x .5 cm with small blisters in the center and reddness surrounding the area. The MFR had recalled some of their defib pads in april and it is not known if the pads used were those that were involved.